Manufacturer narrative:
Section h6 medical device problem code: correction. "2964 - infusion or flow problem" corrected to "1384 - mechanical problem". Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. A direct correlation between the heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis and renal dysfunction could not be conclusively established through this evaluation. It was reported that there was a concern for pump thrombus. Log files were sent to be reviewed. The submitted log files contained overlapping data from (B)(6) 2021, per the timestamps. The pump operated at a fixed speed of 9000 rpm and a low speed limit of 8800 rpm. Motor power, average flow and average pi ranged from 4.6-6.4 watts, 3.8-7.4, and 2.5-6.8. No atypical events were observed, and the pump appeared to function as intended at its set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01oct2015. The hmii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, hemolysis and renal dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for thrombus and log files were sent for analysis. The log files found routine events with stable pump power. Additional log files were sent on (B)(6) 2021, which noted pump powers in the higher 5 to 6w range. The pump power had been running in the lower 5w range since (B)(6) 2021. Otherwise there were routine events and the left ventricular assist device (lvad) and peripheral equipment appeared to be functioning as intended. Thrombus was not confirmed, but labs did indicate thrombus was present. There were no changes to the patient's condition, anticoagulation status, or pump parameters that may have contributed. A computed tomography (CT) scan of the chest, abdomen, and pelvis was done, but they were unable to assess thrombus without contrast. The patient experienced hemolysis induced kidney injury and nephrology was consulted. The patient would continue to be monitored with dual antiplatelet therapy (dapt) and warfarin, with an international normalized ratio (inr) goal of 2.5-3.5. The patient's renal function would be followed, and 1 l of normal saline would be given to encourage oral intake.